Event description:
A non-sterile mer-4020t-ns kit, instead of the sterile mer-4020t, was introduced into a pt. The cannula, stylet, reducer insert and microelectrode were all introduced into the pt's brain during a dbs procedure. When this was discovered, the equipment was removed and the procedure was immediately aborted. Distributor representative reported initially to manufacturer. Representative advised that the -ns label does state non-sterile but it was not apparantly identified as such before being introduced to the sterile field and clinical use. All tests as of 3/2006 show no infection of pt.